Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited difficulty in positioning, mainly due to anatomical difficulties. It was noted that the there was misalignment between the docking portion of the catheter and the lp. Despite the complications, the lp was able to be implanted. There were no patient consequences.